Event description:
It was reported that during a lap sigma procedure, the shaft of the device was broken. The site used a new instrument to complete the case. There was no pt consequence.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.